Event description:
The facility reported a pump that needs new batteries for unknown reasons. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 01, 2007. Evaluation summary:the reported condition of the pump needing new batteries for unknown reasons was confirmed. Inspection of the device found failure code 570:320:844:0000 in the pump's event history with 7 battery discharges below the alarm threshold. These indicate that the pump's batteries are damaged, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.